Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00492 to 3012447612-2019-00496. Mw5090392

Event description:
It was reported that a patient underwent a revision surgery where three screws, a plug, and a transverse connector were removed. A vitality screw was found to be fractured and a polaris screw was found disassembled. There was no further surgical information provided this is report one of five.

Event description:
It was reported that a patient underwent a revision surgery where three screws, a plug, and a transverse connector were removed. A vitality screw was found to be fractured and a polaris screw was found disassembled. There was no further surgical information provided. This is report one of five.

Manufacturer narrative:
Additional information h6: methods, results, and conclusion codes. The product was not returned for evaluation, however two photos were provided by the reporter. One of these photos confirms that tip of the threaded shaft has fractured off and cannot be seen in the bag with the other pieces. The complaint is confirmed. Device history record (DHR) review did not reveal any nonconformances or deviation linked to this lot that could have contributed to the reported event. The product was likely conforming when it left zimmer biomet's control. It was reported that a patient underwent a revision surgery where three screws, a plug, and a transverse connector were removed. A vitality screw was found to be fractured and a polaris screw was found disassembled. The reported complaint of a fractured vitality screw was confirmed following evaluation of the returned device. Without further information, the cause of this failure cannot be determined. H3 other text : device not returned to manufacturer.